Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The customer reported that the nav-ring was bad. There was no patient involvement. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the nav-ring was bad.

Manufacturer narrative:
Added information for no patient involvement, report source, and usage of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the nav-ring was bad. There was no patient involvement at the time the issue was discovered.